Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer's blood glucose reading at the time of the report was 225 mg/dl. At the time of the phone call, the insulin pump alarmed button error. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed button error due to the keypad dome switch being flattened.